Manufacturer narrative:
One matrixmandible angle reconstruction plate was received with a roughly transverse break in the angled portion of the plate. This portion of the plate is a short straight segment with no locking holes. Both the proximal and distal portions of the plate were received. The fracture surfaces show flattening consistent with pressure between the two surfaces after the break. The ends of the plate each show smoothed edges consistent with cutting and deburring the plate to size. It also shows significant contouring. The balance of the plate shows surface wear consistent with implant for approximately 5.5 years and explant. Ten 2.4mm matrix mandible screws (part family 04.503.44x.01s, lots unk, reported corrosion) note initially 11 screws were identified but, during the investigation, 2 pieces were found to make up 1 screw. Thus, the quantity is 10. The screws were received with surface wear consistent with implant for approximately 5.5 years and explant. One screw was received intact and shows wear consistent with the reported implant. Five screws were received intact with deformation of the edges of the drive recesses consistent with a strong torsional force during removal. Four screws (5 pieces) were received broken. Of the four broken screws, three are broken in the threaded region. All three broken distal threaded portions were received but only one of the proximal portions was returned. One broken threaded portion also shows slight off axis bending. Lastly, of the four broken screws, one was received with a break through the drive recess. The broken drive recess and five fragments of the other screws were received. Based on the reported condition the broken fragments likely belong to the heads of the broken screws. The broken screws each show significant deformation of the threads which is consistent with forceful removal. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the plate and screws are already broken and deformed. The condition of corrosion is unconfirmed as it was not identified on any of the returned screws. However, the overall complaint condition is confirmed. The conditions of the implants are consistent with 5.5 years of implant and use of a strong removal force. As the circumstances at the time of the issue and over the implant duration (approximately) are unknown a specific root cause could not be determined. The plate and screws are part of the matrixmandible plating system. The 2.8mm thin reconstruction plates (gold) may be used to bridge continuity defects without bone graft prior to a secondary reconstruction. Per technique guide-plate fracture is possible when any plate bears the entire functional load for extended periods. Therefore, the implantation of bone graft immediately, or at a later date, is necessary to support the construct. Relevant drawings were reviewed. Drawing and the measured length of the screws were utilized to identify the part numbers. The design history was found to not impact the complaint condition. The plate thickness at the break was confirmed to be within the specification. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Without a lot number, the device history record review could not be requested. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with the plate and screws on (B)(6) 2011, to crosslink the separated parts during mandibulotomy for right-mandibular gingival cancer. Postoperatively on an unknown date the plate broke near the corner without subjective symptoms. Also, the couple of screws¿ head were turned to brittle as if they had been corroded. Thus, it was difficult to remove the implants because the driver tip did not engage to the screws. Finally, the implants could be removed. The implants were explanted on (B)(6) 2017. Surgery was completed successfully without delay. The patient outcome is unknown. This report addresses revision surgery due to postoperative broken plate. The intraoperative issue of difficult to remove the implants has been reported under linked complaint (B)(4). This report is for one (1) 2.4mm ti matrixmandible screw self-tapping 16mm, which was identified broken upon manufacturer investigation of the returned devices. This is report 3 of 4 for complaint (B)(4).